Event description:
The patient was reportedly implanted with a cook stratasis urethral sling on (B)(6) 2009 at (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.